Manufacturer narrative:
During a standard treatment an electrical dental handpiece got hot and caused a burn on cheek while working on lower right tooth. Burn had a size of about 1 inch to 1.5 inches. Patient was told to do warm salt/water rinses, but no medication was given or prescribed for burn. No further medical care was necessary. The analysis did show that the handpiece had a high debris level, the bearings have been gritty and the head had a dent which caused the backcap to stick in. This caused the head to heat up. Reported due to the 2 year presumption rule. Exemption number (B)(4). Kavo dental (B)(4) (B)(4) (the manufacturer) is submitting the report on behalf of kavo dental (B)(4) (the importer).

Event description:
During a standard treatment an electrical dental handpiece got hot and caused a burn on cheek while working on lower right tooth. Burn had a size of about 1 inch to 1.5 inches. Patient was told to do warm salt/water rinses, but no medication was given or prescribed for burn. No further medical care was necessary.